Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt reported they were having issues charging their implantable neurostimulator (ins) and the issue began tuesday. Pt stated it took them 3 hours to charge the implant up to 50% and now their implant is 40%. Pt noted it took a half hour until the green light came on the controller. Pt denied any error messages/codes when charging the ins. Agent instructed patient to check for damage, no visible damage to li battery pack pins, recharger and controller port. Agent walked pt through resetting controller, controller showed recharging 90% and implant 40%. Agent instructed pt to start a charge session. Ins went into passive recharge mode 74-76-78. Ins was recharging excellent, but controller showed poor recharge quality. Pt mentioned they get poor recharge quality all the time. The issue was not resolved. Pt mentioned they reset the controller 2-3 weeks ago for an issue but does not remember. A replacement recharger telemetry module (rtm) was sent out. Before pt connected with the agent from this case, original call with a different agent was disconnected. Pt called back before original agent could call pt back. Before call disconnected, pt mentioned issues reported in this case. Pt stated it took them 3 hours to charge on tuesday and took 30 minutes for the green light to come on. Per information received on (B)(6) 2024 pt called back and stated they received the replacement recharger; however, they had been charging for an hour and a half this morning and the ins only went from 30% to 50%. When pt unlocked the controller, the controller displayed the recharge quality was good. Agent asked pt if they had noticed the recharge quality changing, and pt stated it started at excellent, but it might have dropped to good. Later in the call pt contradicted this statement and stated they checked the status every 20 minutes and it still showed excellent, so there was no chance it had been on good. Agent had patient verify recharging speed was set to 4. Pt noted when they started chargi ng the ins, the controller battery was at 50% and now it's down to 30%. Agent advised patient to begin recharging the implant with the controller fully charged and monitor the recharging speed to ensure excellent recharge quality. Pt will call back if the issue persists. Per information received on 26july2024 pt called back stating they were still having charge duration issues. Pt stated this morning, controller was at 100% and after 1.5 hours, the ins charged from 30-60%. Pt stated it should not take that long. Agent asked if they charge the implant with stimulation on or off - pt confirmed stimulation is off and then added that they are on group b because they like to "feel it" in each leg, they were using c before. Agent redirected to healthcare provider (hcp) to further address implant charge duration. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755; serial# (B)(6); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt called back and repeated information from their previous calls. Pt is frustrated because the charging issues are still happening, and that it takes a long time to charge. Pt says they are meeting with a rep in a couple weeks. Reviewed that pats has sent out equipment, and that further investigation is needed by a rep/hcp.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 97755 serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: section updated. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer's representative stating patient contacted them today about continued issues charging the implant. Representative said they wanted to speak to patient services for technical support, but wanted representative to call first. Agent asked, representative said the patient kept getting multiple different error messages and will get an orange light after a couple seconds. Rep said patient told them they'd also get device not found and would disconnect and has to start from the beginning. Rep mentioned they have tried troubleshooting with the patient and met in october, but everything was fine then. Agent called patient at number in phone 2 and patient said this has been a continuation even after getting the replacements from this case. Patient said they'd see "can't find device" or poor quality a lot. Agent asked, patient confirmed no falls. Patient said they charge the implant when they get to 30% and today tried for 45 minutes but the implant didn't increase and the controller decreased to 40%. Patient didn't see any damage to controller battery compartment. A replacement controller was sent out. Again redirected to hcp/rep should the issue continue. Agent reviewed hcp and rep could call in to tech if needed for help. Additional information was received from patient stating they got the new controller and the new controller would not recharge. All the controller would say is no device found. Pt reset the controller twice and they charged the controller overnight and there was no green light above the controller screen. During call pt attempted to recharge the ins and they got the message recharging not available install medtronic battery. The pt had two aa batteries in the controller and not the li battery. Pt said they sent back the controller battery because no one told them to keep it. A replacement battery pack was sent out. Pt noted they thought their ins battery was charged because they could feel their legs vibrating in bed. Pt noted with their old controller their intensity was low at 2 or 2.1. Agent closed case. Agent reopened <(>&<)> reassigned case to send follow-up email to repair for fedex return label. Patient reported they had not received the return label to send back the controller replacement. After patient reviewed the last follow-up note, agent called the patient back to make sure they weren't expecting a label to have come with the replacement battery pack they were sent (since they sent their old battery back with their old controller after receiving controller replacement). Patient confirmed they had old equipment to send back and had a full functional set of charging equipment. Agent sent email to repair and closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 436629 (B)(6) (con): information was received from a patient (pt) regarding an external device. The reason for the call was pt reported they were having issues charging their implantable neurostimulator (ins) and the issue began tuesday. Pt stated it took them 3 hours to charge the implant up to 50% and now their implant is 40%. Pt noted it took a half hour until the green light came on the controller. Pt denied any error messages/codes when charging the ins. Agent instructed patient to check for damage, no visible damage to li battery pack pins, recharger and controller port. Agent walked pt through resetting controller, controller showed recharging 90% and implant 40%. Agent instructed pt to start a charge session. Ins went into passive recharge mode 74-76-78. Ins was recharging excellent but controller showed poor recharge quality. Pt mentioned they get poor recharge quality all the time. The issue was not resolved. Pt mentioned they reset the controller 2-3 weeks ago for an issue but doesn't remember. A replacement recharger telemetry module (rtm) was sent out. (B)(6) 2024 (B)(6): before pt connected with the agent from this case, original call with a different agent was disconnected. Pt called back before original agent could call pt back. Before call disconnected, pt mentioned issues reported in this case. Pt stated it took them 3 hours to charge on tuesday and took 30 minutes for the green light to come on. Pt mentioned they tried calling their manufacturer representative (rep) and left a voicemail but has not heard back yet. (B)(6) 2024 (B)(6): pt called back and stated they received the replacement recharger; however, they had been charging for an hour and a half this morning and the ins only went from 30% to 50%. When patient unlocked the controller, the controller displayed the recharge quality was good. Agent asked patient if they had noticed the recharge quality changing, and pt stated it started at excellent but it might have dropped to good. Later in the call patient contradicted this statement and stated they checked the status every 20 minutes and it still showed excellent, so there was no chance it had been on good. Agent had patient verify recharging speed was set to 4. Pt noted when they started charging the ins, the controller battery was at 50% and now it's down to 30%. Agent advised patient begin recharging the implant with the controller fully charged and monitor the recharging speed to ensure excellent recharge quality. Pt will call back if the issue persists. (B)(6) 2024 (B)(4): pt called back stating they are still having charge duration issues. Pt stated this morning, controller was at 100% and after 1.5 hours, the ins charged from 30-60%. Pt stated it should not take that long. Agent asked if they charge the implant with stimulation on or off - pt confirmed stimulation is off and then added that they are on group b because they like to "feel it" in each leg, they were using c before. Pt stated the healthcare provider (hcp) retired and does not have an appointment with their back pain specialist until september 12th. Agent sent physician listings to pt's email on file. Agent redirected to hcp to further address implant charge duration. No symptoms were reported. (B)(6) 2024 (B)(6) (con, rep): patient called back stated they received the recharger telemetry module (rtm) and still having the same issue with recharging the ins. Patient stated they spoke with manufacturer rep about the issue last week and was told to call for controller replacement. Patient stated the ins is taking one and half hour to charge from 30%-50%. Patient stated they get excellent to good to reposition the rtm and poor quality. Patient stated they saw on aug 8 and hcp told her they can't do anything for them, to call manufacturer rep. Controller shows ins 50% and controller 70% and recharging when plug into the outlet. Agent asked patient to inspect the controller port and rtm for damage. Patient stated the rtm plugs into the controller very tight but there is no damage inside the controller port or rtm cord. A replacement recharger telemetry module (rtm) was sent out.